Manufacturer narrative:
The reported complaint of "an unknown alarm was displayed on the thermogard console (sn: (B)(4))" was confirmed based on the review of the event logs. This review showed tcmid:02 (ce danfoss error) and mid:08 (post stuck key) error messages occurred around the customer's reported event date. The error messages could not be replicated during functional testing. The probable root cause of the tcmid:02 error code was system overheating during use, and the probable root cause for the mid:08 error code was due to one of the buttons on the display head being pressed unintendedly during the first self-test. The reported complaint of the "start-up kit (suk) being stuck" in the pump rotor was confirmed during functional testing. It was observed in the test that the pump rotor would rotate clockwise normally, but intermittently reverse direction and rotate counterclockwise, which would cause the suk to become stuck in the pump rotor housing. The root cause of this reversal was a defective input/output printed circuit assembly (I/o pca). Moreover, the pump raceway and the head of the rotor roller #2 was found to be out of specification (too narrow), which possibly contributed to the issue of the suk not being readily removable from the housing of the pump rotor. During visual inspection of the thermogard system, the white rollers were observed to be worn. Furthermore, it was noted that the center screw on the pump rotor was loose, leaving the rotor to be unable to spin. Grinding between the rotor shaft and rotor head caused by excessive friction resulted in formation of metal chips, which were found in the pump raceway. These observed issues from the visual inspection were unrelated to the reported complaint and likely occurred from normal use of the device and/or user mishandling. The white rollers will be replaced and the screw on the rotary head will be tightened to address the issues. During the functional testing, it was noted that the pump rotor was rotating clockwise but then reversed direction to counterclockwise intermittently and unintentionally, causing the suk to become stuck in pump rotor housing; thus, confirming the reported complaint. The root cause of this reported issue was a defective I/o pca (printed circuit assembly), which will be replaced to correct the issue. During further functional testing, the gap between the pump raceway and the head of the rotor roller #2 was found to be out of specification, being narrower than minimum spec size of 0.0128 inches (optimal gap size should be 0.130" ± 0.002"). This issue could contribute to the inability of the suk not to be removed easily from the pump rotor housing; thus, confirming the reported complaint. The rotor head gap will need adjustment to be re-calibrated to address the issue. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During patient treatment, there was an unknown alarm on the thermogard console (sn: (B)(4)). The unknown error message was cleared, and the treatment continued. At the end of the re-warming phase, it was noted that the patient was spiking a temperature. Therefore, the physician attempted to restart the ivtm therapy to maintain normothermia. However, the start-up kit (suk) was stuck in the pump rotor of the thermogard console. Subsequently, an alternative method was used to complete the treatment. No consequences or impact to the patient.